Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at approx 10 atms on the initial inflation. This was determined by the inability to increase the pressure. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending (lad) proximal coronary artery. The procedure was completed by ablation with rota and poba after this rupture. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number for this device is unk the shop floor paperwork could not be reviewed. Should further relevant info become available; a supplemental medwatch report will be filed.